Event description:
It was reported that during a acl reconstruction, the tibial fixation screw was screw-in and then screw-out, finding that it was fractured. All pieces were removed from the patient with tweezers. The procedure was successfully completed without significant delay using a back-up device in the same bone hole. No other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
The reported 72202745 7-8 mm biosure sync, used in treatment, has returned for evaluation. Information provided states: ¿during an acl reconstruction, the tibial fixation screw was screw-in and then screw-out, finding that it was fractured¿. Visual assessment confirms complaint. One of the four fins have broken off. An exact root cause cannot be determined with confidence however, factors that could have contributed to the reported event include: excessive force placed on the device during insertion. The instruction for use outlines precautionary statements and instructions in regards to the use of the device to avoid damage or non-functionality. There were no indications that would suggest that the device did not meet product specifications upon release into distribution. A review of complaints and manufacturing batch records was performed, no other complaints of this failure was found.